Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller got reading of 296 took 25 units of insulin checked again about 3 minutes later and got reading of 60, says this is not the first time that this has happened. Controls not used. Replaced product

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.